Event description:
Patient stated that on (B)(6) 2019 he experience the needle button popping out before 24 hours. Patient stated that he also experience this before, but does not remember the exact date.